Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that iled7 duo light head fell to the floor. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The device was inspected by a field service technician. It was identified during the inspection that a circlip came loose, causing the spring arm to slip out of the central axis and fall. The light system was installed in 2022 by baxter¿s installation team. The regularly maintenance was done by customer, baxter did not perform any preventive maintenance on this iled7 light system after initial installation. It is not known whether the customer has performed regular maintenance according to baxter specifications. According to the instructions for use preventive maintenance should be carried out every 2 years. By checking the system every 2 years, as recommended in the IFU and performed according to the maintenance instructions, it allows an incorrectly installed circlip to be identified and corrected. The issue was most likely caused by an installation error, as the circlip was not properly locked. The operating light system was repaired and is working as intended. Based on the investigation results no further actions are necessary.

Event description:
Baxter received a report stating that iled7 duo light head fell to the floor. No harm or significant impact to the surgical procedure was reported.